Event description:
It was reported that during a tlh procedure, the instrument worked properly for most of the case then it stopped working. There were no error codes received at first then a solid tone was heard and an instrument code was received. The case was completed with another device. There was no reported pt consequence.